Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating an issue with missing/invalid diagnostic data. Verified that the message: invalid data received for episode was it the episode list. There is a formal investigation for this scenario.

Event description:
It was reported that the patient experienced ventricular arrhythmias and received two shocks from their device. The patient was brought to the emergency room and their device was interrogated. Some of the data from the arrhythmia episode was able to be retrieved from the device, however, the shock episodes could not be retrieved, and the device gave an 'invalid data' message. It has not been determined if the shocks were appropriate or inappropriate, as no data is available regarding the shocks. No interventions have taken place, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met (B)(6) of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Analysis of the device memory indicated an issue with missing/invalid diagnostic data.

Event description:
It was additionally reported that the device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.